Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter questioned results for 1 patient sample tested for elecsys t4 (t4) and elecsys t3 (t3) on a cobas 801 module compared to a cobas e 411 immunoassay analyzer and 2 different cobas 6000 e 601 modules. Based on the data provided, the patient's elecsys tsh (tsh) and t3 results are a reportable malfunction. This medwatch will cover t3. Refer to medwatch with patient identifier (B)(6) for information on the tsh results. No erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The e801 module serial number was (B)(4). The customer took another sample from the patient but got the same questionable results. The customer ran other patient samples between the e601 module and the e801 module and got results that were comparable to one another.

Manufacturer narrative:
Upon further investigation of the patient sample, an interferent against a component of the reagent was confirmed. This interference is covered in product labeling.